Event description:
The patient experienced a loss of therapeutic along with a fading sensation. The stimulation was intermittent. There was no known accident or incident related to the event. Further information is being requested from the hcp.